Manufacturer narrative:
The double process short clamp was returned for analysis, and through visual/physical examination the reported issue was confirmed. As reported, the retainer ring had been pulled from the tip of the adjustment screw. As is, the screw would close the clamp but not release it. It was determined that there was a physical damage failure with the clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure, the locking ring of the spine clamp broke off and the spine clamp got stuck around the spinous process. The surgeon had to break the spinous process off. This caused a delay of 5-10 minutes to the case and no other patient impact except the spinous process being removed.